Manufacturer narrative:
(B)(4). The pump has not been returned to animas.if the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/28/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/15/2014 with the following findings: the reported dual alarm failure was unable to be confirmed or duplicated during investigation. The pump's audible and vibratory alarms were found to be operational upon startup. A cgm session was started and stopped on the pump; the pump vibrated during the start of session and alarmed when session was stopped. An audible sound test was performed and alarm level was within a acceptable range. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the distributer contacted animas and reported a dual alarm failure. There were reportedly no audible or vibratory tones to the pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.